Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed the replace generator soon message indicating the device is approaching end of life. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein their ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported that the patient's battery had reached end of life. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.